Event description:
Physician attempted deployment of first bravo capsule. Bravo did not attach to esophageal mucosa. On the second attempt, bravo did not deploy and resistance was felt. Handle broken. On the third attempt, the bravo deployed appropriately. No harm to patient, but did receive longer course of anesthesia. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.